Manufacturer narrative:
Follow-up #1: date of submission 01/30/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: the black box data for event on (B)(6) 2016 is not available. One unexplained por¿s observed in the black box on (B)(6) 2016 09:08; deliveries resumed at 09:18. Battery compartment is cracked above and below the bumper pad. Returned battery cap has stripped threads and is unable to fully attach to the pump; por¿s duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no por¿s were duplicated during this time. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Display screen has a pinkish contrast. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the patient had a blood glucose (bg) of 338mg/dl with polyuria, rapid breathing, abdominal pain and moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was noted the battery compartment was cracked. This report is being made due to the bg excursion the patient experienced due to a power issue.